Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump for this issue in the last 24 hours, so pump reset information was provided, and assistance was given to the caller for resetting the pump.